Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. The root cause of the cracks could also not be determined; however, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation of the duodenovideoscope, there were foreign objects observed in the z-block. Additionally, the light guide lens, and the adhesive around the objective lens had cracks. There was no patient involved.